Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA as well as maude database which states, "pca (patient-controlled analgesia) pump was not delivering any medication to patient in pain. Machine was recording the delivered medication, but it was not delivering medication as evidenced by full pca syringe as documented on the pharmacy medication log." There was patient involvement, but the outcome is unknown. Although requested, requests for additional information were not answered by customer.